Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported unknown side "after te insertion, replacement operation was planned to the infected case. The te prepared for replacement came into contact with a medical device and was damaged". Device was not implanted.